Manufacturer narrative:
Correction: b1, b2, h1, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital with chest pain and syncope. Upon review of merlin.net transmissions, it was observed the patient's pacemaker was in telemetry lockout. Upon review of the most recent transmissions, it was observed the patient's right atrial lead was sensing noise. The physician elected to monitor the patient's device. The patient was in stable condition.